Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery with mild tortuosity and 90% stenosis, pre-dilatation was performed with an unspecified 2.5x20 mm balloon catheter. A 3.5x23 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. No force was applied during the unsuccessfully attempts to cross the lesion. The sds was withdrawn from the patient anatomy and resistance was felt with the vessel during removal. A 3.0x23 mm xience xpedition sds was advanced and the stent was implanted. The procedure was successfully completed and the final outcome was satisfactory. There was no other device or procedural issues noted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.